Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a hypoglycemic event that occurred on (B)(6) 2016. The sensor was inserted into the patient's thigh on (B)(6) 2016. Patient reported that they experienced a blood glucose level of 35mg/dl with symptoms of confusion, fatigue, dizziness and unsteadiness when standing/waking. There was no alleged device malfunction. No additional event or patient information was provided. Sensor was inserted into the patient's thigh. The animas vibe insulin pump and cgm system user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen).